Event description:
It was reported during in clinic follow up that the atrial lead was exhibiting variable sensing and loss of capture. Fluoroscopy discovered the lead had dislodged. Difficultly re-extending the helix was noted but the lead was able to be successfully repositioned. The patient was stable and asymptomatic.